Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and when the act keypad button was pressed. Customer does not recall any significant events leading to the error and indicated that all of the buttons are not responsive. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the displacement test due to no button response. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.